Manufacturer narrative:
Findings: unit received with blank display due to corroded all electronic assembly also, moisture damage found on motor home switch. Unable to verify the battery out limit alarm or unresponsive button due to blank display. No constant tone noted. No moisture damage found on keypad trace.

Event description:
A customer reported via phone call indicating that they jumped in the water with their insulin pump. The customer had a blood glucose level was 144 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.